Event description:
On (B)(6) 2022, lvn was pulling vaccine off a vial when he noticed that the needle was bent around 3/4 closer to the bevel. Upon assessment by supervisor, supervisor found out that the needle bent as soon as the vaccinator attempt to insert the needle into the vial. Manufacturer: smiths medical asd inc. Hypothermic needle-pro 25gx 1 in. Ref # 402510. Lot # 4227006. FDA safety report ID # (B)(4).